Event description:
It was reported that this system with a pacemaker recorded high, out of range pacing impedances for the right ventricular lead channel intermittently. There was also noise present. All this occurred during a post ablation waiting period. After that period the patient was removed from the emi source in the room and the field representative confirmed impedance measurements were all within range. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.